Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Main investigation conclusion the reported event of alarms on the power module due to the system controller power cables was confirmed, the system controller was determined to be the root cause. This was addressed via system controller (B)(6), manufacturer report number 2916596-2022-00311. Additional information indicated that there was no allegation of a device malfunction on the mobile power unit ((B)(6)), and the patient has been using mpu at home without issues or recurrent alarms. The (B)(6) will not be returned for further analysis. As a result, this complaint file will be closed with no further action. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 14nov2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00311.

Manufacturer narrative:
Main investigation conclusion the reported event of alarms on the power module due to the system controller power cables was confirmed, the system controller was determined to be the root cause. This was addressed via system controller hsc-083684, (B)(4) investigation. Additional information indicated that there was no allegation of a device malfunction on the mobile power unit ((B)(6)), and the patient has been using mpu at home without issues or recurrent alarms. The (B)(6) will not be returned for further analysis. As a result, this complaint file will be closed with no further action. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 14nov2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. MFR: 2916596-2021-03749 covers previous issues with the mpu.

Event description:
It was reported that the patient's log files were sent for review due to concern for power lead function. The patient has known issues with the mobile power unit so they had been using battery power. While connected to the power module during observation the power module began to alarm. Both the power and battery lights remained green throughout with stable ventricular assist device (vad) numbers on the monitor and no vad alarms. This happened twice. Log files sent for review spanned (B)(6) 2021 through (B)(6) 2021 during which the patient was using battery power until being hooked up to the power module. No power cable disconnects or power lead issues were noted. The vad appeared to be functioning as intended.